Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after successful placement of the cvc, blood can be aspirated from all lumens, but if flushed with some pressure, fluid leaks at the insertion site." It was reported the cvc puncture site and the patient's skin around the puncture site did not show any changes in terms of redness, swelling, maceration or signs of extravasation. The irrigation of the cvc was done with 10 ml syringes. When all lumens were irrigated, fluid and ultimately infusion solution (by gravity and via infusiomat) leaked from the central venous line puncture site. No patient harm was reported. The patient had a peripheral IV and did not need a new cvc placed. The patient's condition is reported as fine.

Event description:
It was reported that "after successful placement of the cvc, blood can be aspirated from all lumens, but if flushed with some pressure, fluid leaks at the insertion site.". It was reported the cvc puncture site and the patient's skin around the puncture site did not show any changes in terms of redness, swelling, maceration or signs of extravasation. The irrigation of the cvc was done with 10 ml syringes. When all lumens were irrigated, fluid and ultimately infusion solution (by gravity and via infusiomat) leaked from the central venous line puncture site. No patient harm was reported. The patient had a peripheral IV and did not need a new cvc placed. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for evaluation. The catheter contained obvious signs of use in the form of biological material. Visual examination of the catheter did not reveal any defects or anomalies. No kinks, holes, or cuts were observed. The catheter length from the juncture hub to the distal tip measured 211mm, which is within the specification limits of 209mm-225mm per the catheter product drawing. The catheter body outer diameter measured 2.90mm, which is within the specification limits of 2.85mm-3.00mm per the catheter extrusion product drawing. The IFU provided with this kit states the following: "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." All three extension lines were flushed with a lab inventory syringe filled with water. No leaks or blockages were detected. All three extension lines were then tested for liquid leakage per amrq-000071 rev. 12 (bs en iso 10555-1 annex c) which states that no liquid leakage should form in one or more falling drops of water when tested at 300kpa for 30 seconds. The catheter was attached to the leak tester, the distal end was occluded, and the leak tester was turned to 300 kpa for 30 seconds. No leaks were detected from any region of the catheter, including the extension lines; therefore, the sample passed functional testing. A manual tug test confirmed all three extension lines were fully secured within their respective hubs. A device history record review was performed with no relevant findings. The customer report of an insertion site leak could not be confirmed by complaint investigation of the returned sample. The catheter passed all relevant visual, dimensional, and functional testing including leak testing performed per bs en iso 10555-1. A device history record review was performed with no relevant findings. Based on lab testing of the returned device, no problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.